Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a rewind anomaly. The patient's blood glucose at the time of incident is unknown. The caller stated that when trying to rewind the insulin pump, the display correctly shows "rewinding" but the piston would not move. The rewind process was attempted twice but the issue persisted. The customer discontinued use of the insulin pump and reverted to their medically prescribed back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump received with critical pump error open book image and motor safety circuit failed test was present in format history file due to severe corrosion on all electronic assemblies; corrosion was also found on the force sensor assembly and moisture damage on motor assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unable to verify rewind anomaly due to critical pump error. The insulin pump had scratched casing, minor scratches on the lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, faded serial number label and peeling end cap address label.